Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2015; 4968-25 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
A carelink live call indicated lead integrity alert trigger for non-sustained episodes and sensing integrity counter (sic). Follow-up with the physician's office indicated that the patient heard an alert sounding and went to the emergency room. Device interrogation showed the non-sustained episodes appeared to be due to electromagnetic interference (emi). The device remains in use. No patient complications have been reported as a result of this event.